Event description:
Approximately 2 months after treatment with bovine collagen the pt presented with large lumps at the treatment sites. The physician diagnosis; granulomas. Follow up findings; "upper lip large granuloma excised and treated all sites with intralesional kenalog."